Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and delivery accuracy test. Device received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had no symptoms of their blood glucose levels. The customer treated with syringe. Customer's current blood glucose value was 572 mg/dl and the blood glucose was over 1000 mg/dl at the time of incident. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2018 at 10 pm. The blood glucose value when admitted to hospital was 1000 mg/dl. The cause of hospitalization per healthcare professional's was unknown and stated high ketones led to hospitalization. Customer was wearing the pump at time of hospitalization. The product was returned for analysis.